Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6), 2010 at 8:30 am, the patient obtained the blood glucose readings of 149 mg/dl and 200 mg/dl on the reported meter within 20 minutes of each other. Following the use of the meter, the patient took her usual diabetes routine. Afterwards, eight hours later, the patient experienced the symptom of shaking (jittery). The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.